Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 376 mg/dl. The customer was feeling sick prior to the event, and had been getting no delivery alarms. The customer had concluded a prime test on her own, and the insulin pump passed the test. The customer's mother later called, and stated that the customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.